Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports that the nurse found the silver ion sheath had a tear in it, 1 to 1.25mm in length. Only the silver ion sheath is torn, the underlying carbothane catheter is not affected. The catheter was inserted (B)(6) 2009 and explanted (B)(6) 2011. It was replaced.